Manufacturer narrative:
Additional information: the device was returned due to it may be involved in the fsca. A longevity calculation was performed, and the battery depletion was normal based on the device usage.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, a left ventricular (lv) threshold test was performed in which the patient was in monomorphic vt within the devices monitored zone. The patient experienced syncope and an internal defibrillation therapy was applied to resolve. The patient is enrolled in merlin.net and will be monitored. Due to the patient condition, the device is expected to be explanted and replaced prophylactically.